Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm the devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient passed away due to an unknown reason. The circumstances of the death are unknown and no further information can be obtained.